Event description:
New information received notes that the patient was seen in clinic and the issue was resolved by re-pairing the mobile application correctly. No patient consequences provided.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.